Event description:
The customer reported that the device, 60-2450-120, system 2450 120 vac 50/60 hz electrosurgical unit was being used on approximately 5dec25 and the "bipolar not working¿. There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the contact output did not make contact to the output panel. Additionally, the unit needed a contact output upgrade and the front bezel and top cover were broken. Preventative maintenance is overdue. Unit was tested and calibrated, now meeting all specifications. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event could that the preventative maintenance was overdue. The service history was reviewed, and no prior data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 18 reports, regarding 18 devices, for this device family and failure mode. During this same time frame (b)(5) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0008. Per the instructions for use, the user is advised the following: service should not be attempted without reference to the system 2450 service manual (catalog number 60-2454-eng), provided by conmed. The service manual provides the preventative maintenance (pm) requirements, calibration instructions, circuit diagrams, and circuit components listing necessary for performing service on the system 2450. A failure in the esu could cause an unintended increase in output power. Verify that the esu is functioning correctly prior to use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, 60-2450-120, system 2450 120 vac 50/60 hz electrosurgical unit was being used on approximately (B)(6) 2025 and the "bipolar not working¿. There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.